Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: corrected data: 1 previously reported event is included in this follow-up record. Product return status: 1 device was received for evaluation. Evaluation status: 1 event was not confirmed during testing; however, the device was found to be affected by wear. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device caused a pin to break. There was patient involvement; a piece of the pin remained in the patient with no further impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One (1) device was available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device caused a pin to break. There was patient involvement; a piece of the pin remained in the patient with no further impact.